Event description:
Related manufacturer report number: 3006705815-2022-13606, 1627487-2022-01989, and 1627487-2022-01990. It was reported the patient was experiencing ineffective therapy. Diagnostic testing revealed one of the leads had multiple contacts with high impedances and the other lead had migrated. X-ray diagnostic confirmed the lead migration and likely lead fracture causing the high impedances. It was found that both lead anchors had fractured also. It was noted that patient had multiple recent falls on ice. As result, the leads and anchors were explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The reported observation of high impedances was confirmed. The root cause was due to the lead wire fracture observed within the lead during a high-resolution inspection. The event details state the patient had fallen several times, which may have been a contributing factor to the lead fracture. X-ray of the implanted lead prior to explant confirmed the lead fracture.